Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted tissue in the lead helix. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead had a high capture threshold. The physician attempted to reposition the rv lead, but observed that the lead had no slack and the helix would not retract from the heart tissue. The physician was able to pull the lead out with force and observed tissue stuck in the extended helix mechanism and the coil was bent. A new rv lead was implanted and the patient was stable with no additional consequences.

Event description:
It was reported that the right ventricular (rv) lead had a high capture threshold. The physician attempted to reposition the rv lead, but observed that the lead had no slack and the helix would not retract from the heart tissue. The physician was able to pull the lead out with force and observed tissue stuck in the extended helix mechanism and the coil was bent. A new rv lead was implanted and the patient was stable with no additional consequences.